Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on behalf of the patient on (B)(6) 2016 to report the patient's receiver ceased to function on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The device failed to charge and boot as it was stuck on the initialization screen. Functional testing could not be performed with the receiver in this state. Data logs could not be downloaded or retrieved. The receiver was opened for an interior inspection and a damaged lcd was found. Additionally, the receiver main pcba was found to be defective and the u8 firmware could not load. The reported event that the receiver ceased to function was confirmed. The root cause was determined to be a defective u8 and lcd.